Manufacturer narrative:
Software analysis was completed. It was confirmed that this issue was a known software anomaly that is tracked in the medtronic databases. Concomitant medical products: other relevant device(s) are: product ID: 9735736, serial/lot #: version 1.3.0. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that unplugging the camera cart while the system was powered on, stopped the uninterruptable power supply (ups) service. When the system was powered on, if you logged into the application and unplugged the camera cart via the interconnect cable, the ups service stopped providing status updates to the application. The battery continued to supply power to the system as expected. This would not occur every time and was not easily reproduced. Service could be restored by rebooting the system.